Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Per customer, a nurse from the pallative care team reported that she was visiting a patient with a gastrostomy tube and found that the enfit connection on the peg adaptor at the end of the tube had cracked causing leakage of food from around the fitting during feeds. There was no patient harm reported.

Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received for the analysis. Per customer the sample was discarded; however, two pictures were provided for the evaluation. Based on the analysis, the reported condition is confirmed. The large purple dual port adapter is a component is supplied by an external supplier. The provided pictures were evaluated by the supplier, and it was not possible to determine the root cause of the reported issue. Per supplier, if a crack has occurred during molding, operation will be halted, and technicians will be notified. At this time, a corrective and preventive action is not deemed necessary. As an action plan, the pictures added to quality plan. If additional information is obtained, this file will be re-opened for further investigation. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.